Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 17:34:40. During night drain cycle five, the patient's ultrafiltration reading was 1247ml, indicating the home patient (hp) drained 1247ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. Review of the device's therapy log revealed an ultrafiltration (uf) volume of 1247 ml during therapy initiated on (B)(4) 2012, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Iipv is where the patient volume exceeds 160% of the maximum prescribed cycle fill volume. Review of the event log revealed that the actual drain volume was 3034 ml, which is 151.7% of the largest prescribed fill volume (lpfv) of 2000 ml. Therefore, this incident does not meet iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.